Event description:
It was reported that this pacemaker and other manufacturer lead had triggered a safety switch to unipolar configuration due to high impedances greater than 3000 ohms. The minute ventilation (mv) sensor was oversensing the impedance noise and was deactivated by the signal artifact monitor. The lead was tested in unipolar, where they could see some noise when the patient's arm was across their chest. It was also tested in bipolar, where no noise was reproducible. The device was reprogrammed back to bipolar and the mv feature was turned back on, where the plan was to continue to monitor. No additional adverse patient effects were reported.